Event description:
Unresponsive pump: the b. Braun field service rep reported frozen device. When put on hold would not shut off, clicking sounds made when buttons pushed. No pt involvement. After further follow-up with the reporter there were no patient injuries associated with the event. They were uncertain if the pump was infusing when it became unresponsive or if the pump was on hold.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump infusing and becoming unresponsive. The reported event could not be duplicated. Review of the lot displayed on (B)(6) 2013 at 11:44am the pump was set to infuse 364.9ml at a rate of 10ml/hr. The log then displayed a system alarm 75 at 4:05:52pm. The pump turned off and was powered back on. At 4:05:57pm there was a system alarm 123 indicating the battery had been disconnected. Volumetric testing: duplicated customer run of 10ml/hr with a volume of 63.5ml. The pump was ran for 24 hours with active wireless and results did not display any errors. The cause of the event is unk. Corrective and preventative action ((B)(4)) has been initiated. Performed preventative maintenance service.